Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the local office of olympus (B)(4). The local office of olympus (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported events could not be conclusively determined. However, based upon the information from olympus (B)(4) and similar past cases, omsc surmised that the rubber of the water supply connector, the packing of the air/water valve, or the packing (cleaning cap) of the metal tip of the water container, etc. Had deteriorated, and these fragments invaded into the air supply/water channel and clogged in the air supply/water nozzle as reported.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the local office of olympus (B)(4), it was found that the air/water nozzle was not deformed, but was likely clogged and the air/water flow was not smooth. The subject device had been returned for repair of the air/water nozzle failure. There was no report of patient injury associated with this event.